Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 on behalf of a patient and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, the international distributor reported that alert functionality was tested and alerts were not functional. Dexcom has issued an rga for patient to return the device to be investigated.